Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump booted up properly once installing aa battery, no blank display noted. The pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment, however, a cracked retainer ring at the knit line was noted during visual inspection. No battery alerts, alarms, or anomalies were noted during testing. Svn label is faded at the back. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No relevant battery alerts, alarms, or anomalies were noted in the pump history files and traces. Pump was cut open to perform visual inspection and found dried insulin on the motor slide, and moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, cracked keypad overlay, keypad overlay peeling, broken battery tube threads, stained keypad overlay, pillowing keypad overlay, label damage, cracked retainer, and retainer knit line damage. Exposed to moisture was confirmed found on the battery tube, electronic assembly, motor, and force sensor. Labeling anomaly was not confirmed. Cosmetic damage was confirmed at the serial label. Blank display was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Battery cap contact missing was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the home screen did not appear on the insulin pump display. Customer reported that there was fluid in the battery compartment. Customer stated that there was no serial number on back and they did not have a meter that connects to insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.